Event description:
The user facility reported that the device overheated during a procedure.  User facility reported a burn on the patient's cheek. The burn was described as mild and ointment was used to treat it with no further adverse consequences were reported.

Manufacturer narrative:
Correction: d9, h3. Additional info h6 h3 other text : customer declined return.

Event description:
The user facility reported that the device overheated during a procedure.  User facility reported a burn on the patient's cheek. No additional consequences reported.